Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2016, product type: extension. Product ID 3708660, serial# (B)(6), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot#: va0s3l3, implanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# va0shxj, implanted: (B)(6) 2016, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 13-may-2019, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(6), ubd: 16-mar-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 08-oct-2017, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (b)6), ubd: 15-sep-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedance noted on right side contact 8 and 11 impedance numbers on monopolar review are as follows contact 8- 7416; contact 11- 16.1k. Per clinician this is a known impedance w unknown origin.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2016, product type extension, product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2016, product type extension product ID 3389s-40, lot# va0s3l3 serial# implanted: (B)(6) 2016, product type lead product ID 3389s-40, lot# va0shxj serial# implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that impedance remained on contacts 8 and 11. The physician is aware, these contacts are not used for therapy, and no intervention is needed per the physician.

Event description:
Additional information was reported from manufacturer representative (rep). Rep reported that no steps were taken to resolve the impedance issues and no further action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.